Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (post mua approximately 11 weeks post left tkr for adhesions with ¿continued significant swelling, stiffness¿, and recommended revision) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, alignment or fit/size of device used. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that reportedly, the root cause of the left knee stiffness, decreased rom/flexion and mua was arthrofibrosis, which does not support a component malperformance; however, the known post-tka occurrence of arthrofibrosis could also be a contributing factor to the reported pain; however, this could not be definitively concluded. The root cause of the reported persistent swelling and dvt (ER visit (B)(6) 2019) could not be concluded based on the documentation provided. The patient impact beyond the reported symptoms, mua, prescribed meds, and reported need for an arthroscopy procedure for adhesion lysis could not be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, alignment, fit/size of device used and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that following a primary left tkr due to degenerative joint disease on (B)(6) 2018, plaintiff experienced severe pain, swelling, lack of range of motion in flexion, weakness when bearing weight and stiffness. On april 13, 2018, the plaintiff required medical intervention (manipulation under anesthesia) and postoperative x-rays that showed no fractures, subluxations, or dislocations. After this procedure, the patient continued to have significant stiffness, moderate swelling of the left knee, calf and ankle region, a snapping pain in the knee from an it band and was positive for dvt. As of today, there is no indication that a revision surgery has been performed or scheduled on the patient's left knee.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly, the root cause of the left knee stiffness, decreased range of motion/flexion and manipulation under anesthesia (mua) was arthrofibrosis, which does not support a component malperformance; however, the known post- total knee arthroplasty occurrence of arthrofibrosis could also be a contributing factor to the reported pain; however, this could not be definitively concluded. The root cause of the reported persistent swelling and deep vain thrombosis (emergency room visit (B)(6) 2019) could not be concluded based on the documentation provided. The patient impact beyond the reported symptoms, mua, prescribed meds, and reported need for an arthroscopy procedure for adhesion lysis could not be determined as the current patient status remains unknown. As of the date of this medical investigation, there is no indication that a revision surgery has been performed or scheduled on the patient¿s left knee. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 24 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that thromboembolic diseases including venous thrombosis, pulmonary embolus, or myocardial infarction and decreased range of motion have been identified as possible adverse effects, besides, the patient should be warned of surgical risks, and made aware of possible adverse effects according to the the warnings and precautions section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal claim* it was reported that following a primary left tkr due to degenerative joint disease on (B)(6) 2018, plaintiff experienced severe pain, swelling, lack of range of motion in flexion, weakness when bearing weight and stiffness. On (B)(6) 2018, the plaintiff required medical intervention (manipulation under anesthesia) and postoperative x-rays that showed no fractures, subluxations, or dislocations. After this procedure, the patient continues to have significant stiffness, swelling in the calf and ankle region, also a snapping pain in the knee from an it band, and the patient was positive for dvt. It is unknown if revision surgery has been performed.

Event description:
Us legal claim. It was reported that, after a primary tkr construct had been implanted on the plaintiff's left knee on (B)(6) 2018, the plaintiff started experiencing severe pain, swelling, lack of range of motion in flexion and weakness when weight bearing. On (B)(6) 2018, the plaintiff underwent manipulation under anesthesia to release adhesions and improve flexion. After this procedure, the patient continued suffering from significant swelling and stiffness. The patient´s physician indicated that a revision surgery will be necessary. The date of the revision surgery was not reported